Event description:
It was reported that patient experienced pain at anchor site and had 20 contact lead on the outside of the skin. It was also reported that patient experienced tenderness in the lumbar area.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19376296. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 19131470.